Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The patient experienced a syncopal episode. Boston scientific technical services (ts) reviewed the stored episode and discussed that the noise appeared consistent with oversensing of the minute ventilation (mv) signal. Mv was programmed off. No additional adverse patient effects were reported. This product remains implanted and in service. This device was included in the recent mv sensor signal oversensing advisory population.